Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator on two occasions. The patient received an inappropriate shock while go-kart racing where they noted seeing a flash or flame near the go-kart frame after receiving the shock. The patient also received an inappropriate shock after running and touching a metal door handle. Patient was noted to be fine with no physical impact. On (B)(6) 2018, the device was explanted and replaced. No further information was reported.

Manufacturer narrative:
The reported field event of inappropriate shock was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.